Event description:
Related manufacturer reference number: 2017865-2024-33563. It was reported the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing (nsrvo) alerts occurred due to the implantable cardioverter defibrillator (ICD) and right ventricular lead exhibiting a loss of capture. Programming changes were performed. The patient was in stable condition.